Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient reported a change in stimulation. The patient reported that their stimulation comes and goes. The patient said the ins does not turn off. It was reviewed that this may be related to the new leads that have not scarred in yet. The rep said that adaptive stimulation (as) is not on. The rep said they will wait a couple weeks and re-check the system. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that cause of the intermittent stimulation was not determined but that they met with the patient on (B)(6) 2018 and reprogrammed adaptive stimulation. The patient noted that they were not feeling fluctuations in stimulation as frequently after being reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.